Manufacturer narrative:
Product will not be returned to manufacturer. Additional information will be provided after investigation is completed.

Event description:
Sales representative reported that the tip of the electrode probe fell off in two different cases.